Event description:
It was reported that a 7f celt acd device was deployed at the end of the procedure. Upon ejection the implant migrated to the popliteal artery. Patient was taken to the surgery and the implant was removed. Patient was reported to have no complications after procedure.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files did not find any other report with the lot number (943142). The device was not returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd unless requested by the FDA.